Manufacturer narrative:
Complaint confirmed, even though no suture construct was returned, a fragment of an implant was found stuck on the distal end of the pushrod. No damage or abnormalities were observed on the device. A likely cause is improper deployment sequence.

Event description:
It was reported that during a meniscus refixation surgery the second step of the device didn`t fire. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.